Manufacturer narrative:
Product was evaluated and the components were found to be in specification. Could not reproduce the reported malfunction.

Event description:
In 2006 a dr perferated a women's bowel while using a conmed probe and system 7500 electrosurgical generator. (Esu) the handpiece was discarded and not available for further evaluation. The customer reported that the dr was holding the probe too close to the tissue. This resulted in the tissue sticking to the electrode. The customer also reported. The operating room wiring was insufficient for the esu, creating problem with the monitor in use.